Event description:
It was reported that the patient implanted with this pacemaker system was admitted to the hospital. Electrogram (egm) review showed stored signal artifact monitor (sam), ventricular, and atrial tachy response (atr) episodes from 12:23 and 12:24, with possible electromagnetic interference (emi) noise that was likely related to a procedure at that time. It was noted that the minute ventilation (mv) sensor had been disabled as well. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h6: upon further review, device code a23 was removed.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system was admitted to the hospital. Electrogram (egm) review showed stored signal artifact monitor (sam), ventricular, and atrial tachy response (atr) episodes from 12:23 and 12:24, with possible electromagnetic interference (emi) noise that was likely related to a procedure at that time. It was noted that the minute ventilation (mv) sensor had been disabled as well. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No additional adverse patient effects were reported.